Event description:
A new case of meningitis was reported to cochlear americas on september 11, 2008. Per the audiologist, the patient had two bouts of pneumococcenmeningitis in 2007 and at about 4 months later, prior to being implanted. During implant surgery at about 2 months later, multiple fluid leaks were observed in the middle ear. The middle ear was closed off completely. The patient was treated with amoxicilline for one week, then with bactrimelprofylaxe until approximately 2 months later. In 2008, the patient was admitted to the hospital with a third case of pneumococcenmeningitis. The patient was treated with ceftriaxon and penig and reportedly responded well. It is anticipated the patient will be treated with antibioticaprofylaxe. Due to the complete closure of the middle ear, there is no surgical intervention planned at this time.

Manufacturer narrative:
This type of event is addressed in the device labeling.